Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Full event site name: national (B)(4).

Event description:
It was reported that the screen was turning red intermittently during preparation on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) conversed with the customer and was advised that the unit display was looking good, and was in patient use. At a later time, after the unit was removed from the patient the unit was checked and the fse could not reproduce the reported issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.